Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had reported symptoms such as vomiting abdominal pain numbness right hand. And treatment. Customer¿s high blood glucose level was unknown at the time of the incident. Customer¿s current blood glucose level was reported as 141 mg/dl. Customer¿s report she is unable access sensor features. Troubleshooting was performed for high blood glucose. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.